Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first stapling on a laparoscopic sleeve surgery, the surgeon was able to press the green button but the handle blocked hence the stapler did not fire. Another handle was used to complete the case. There was no patient injury.